Event description:
The son of a (B)(6) male pt called zoll customer support to report that the response buttons are the pt's monitor were not working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the response buttons were non-functional. The cause for the non-responsive buttons was isolated to a defective rear response button cable. The root cause for the defective response button cable could not be positively identified. No adverse event resulted from the defective response button cable. The pt received a replacement monitor.